Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported communication problem was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem and subsequent erroneous audible noise appear to be related to circumstances of the procedure. The optical fiber of the catheter was noted to be broken, which resulted in the reported communication problem and subsequent erroneous audible noise (caused by/during the communication failure). In this case, it is likely that the optical fiber damage was caused the use or handling techniques employed. The coating appearance (peeled) was determined to be caused by external mechanical force, is most likely scraping from introductory needle or device when the catheter was removed, and is not related to the reported communication problem and erroneous audible noise. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during the procedural preparation of a dragonfly opstar imaging catheter that device would not connect to the doc. It was noted that "clunky" like noises were heard when the device was attempted to be connected and there was no error message that was prompted on the screen. Another dragonfly opstar was used and the procedure was continued. There was no patient involvement and there was no clinically significant delay in the procedure. On 9/16/2025, device return analysis revealed the black sheath was peeling for approximately 3 centimeters at 30.5 centimeters from the proximal end of the inner shell. No additional information was provided.